Event description:
Procedure: billroth ii. According to the reporter: after the laparoscopic billroth ii operation, an anastomotic leakage was observed to the duodenal stump that was transected. The pt died due to the pseudo aneurysm caused by bile leakage.

Manufacturer narrative:
Initial report sent to FDA on 09/22/2008.